Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited tubing came apart. Instructed patient's wife to put on the gloves, put pump and tubing in the yellow hazard bag after settings were reviewed and pump powered off. Med 5fu. Powered pump off. IV line clamped by port and near pump. Residual volume 10.8. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the tubing connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.